Manufacturer narrative:
The customer was contacted numerous times but no response appears to be forthcoming. The device was not returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not returned

Event description:
The customer contacted physio-control to report that their device on/off button is not functioning optimally. In this state the device may not be able to power on and deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device on/off button is not functioning optimally. In this state the device may not be able to power on and deliver defibrillation therapy if needed. There was no patient involvement reported with the event.